Event description:
On 07-aug-2023, penumbra inc. Became aware of a journal article titled, "middle meningeal artery embolization using cone-beam computed tomography augmented guidance in patients with cancer" (dyaze o. Et al. 2023). In this single center, observational, retrospective cohort study, eleven cancer patients were treated between january 2022 and january 2023. Under cone-beam computed tomography (cbct), the eleven patients underwent diagnostic angiography of the common carotid artery using a berenstein 5-f catheter and a benchmark 6f 071 delivery catheter (benchmark) followed by middle meningeal artery embolization (mmae) using 100-300mm microspheres and penumbra smart coils (smart coils). It was reported that one patient developed an access site pseudoaneurysm in the common femoral artery six days after the procedure using the benchmark. The right common femoral pseudoaneurysm was effectively treated using a covered stent and n-butyl cyanoacrylate. However, there were no reported procedural complications and the relationship between the pseudoaneurysm, and the benchmark was not specified.

Manufacturer narrative:
The product was not returned for evaluation. False aneurysm formation is included as a possible complication in the instructions for use (IFU) for the benchmark intracranial access system. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.